Event description:
It was reported that an unknown device issued an alert for an out-of-range impedance value. The caller could not see the value as the data had not updated yet. No other details were provided.